Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 70% stenosed target lesion was located in left anterior descending artery. A 4.00x24mm promus element drug-eluting stent was advanced to treat the lesion. However, the stent dislodged and remained in the abdominal artery. An attempt to snare the dislodged stent was done but it was unsuccessful. The procedure was not completed due to this event. No patient complications were reported and the patient status was stable.